Manufacturer narrative:
The date received by manufacturer has been used for this field. Manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was unable to confirm the customer¿s indicated failure mode.

Event description:
It was reported that large foreign matter was observed in the syringe of an unspecified bd syringe. This was noticed before use and the foreign matter was too large to pass through the syringe tip. There was no report of injury or medical interventions.

Manufacturer narrative:
Results: a photo sample was received in the columbus plant for evaluation. It has what appears to be a piece of plastic floating in the solution. The failure mode was verified however without a sample there is no way to tell what the foreign matter is or how it got there. A DHR could not be performed as no lot/batch number was provided. Conclusion: without a sample, a root cause for this incident cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.